Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found and reproduced the reportable malfunction of image noise; however focus malfunction did not reoccur. An additional malfunction of pixel defect was also discovered. The cause of the reported phenomenon could not be identified. A device history review revealed no findings/ issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the subject device had image noise and the focus did not work. There were no reports of patient harm.